Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
Consumer stated 6 days after finishing her period, she experienced unusual vaginal discharge and odor. She then found and manually removed what she identified as a piece of tampon pledget inside of her vagina. She was fairly confident no other pieces remained inside. Since then, the discharge and odor resolved. A week later, she started experiencing pain during urination and abdominal pain. Consumer was able to see her doctor who confirmed no pieces remained. She was diagnosed with a vaginal bacterial infection which turned into a vaginal yeast infection. Medication was prescribed, infection is now resolved. Consumer is no longer experiencing symptoms and doing well. Consumer reported using two different lots of u by kotex security product. She is unsure which absorbency or lot may have caused an issue. The information for the other lot is reported under 2381757-2018-00031. No further information is available at this time.